Event description:
It was reported that the impedance measurements had decreased on the atrial and right ventricular leads. The leads were capped and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4524 implantable pacing lead, implanted: (B)(6) 1996; competitor implantable pulse generator, implanted: (B)(6) 2005. (B)(4).